Event description:
Customer admitted for high blood glucose sugars called from the hospital wanting to go back on the pump, but was having trouble priming. During troubleshooting, it was found that the leadscrew did rotate, but nothing exited and the drive block was sliding freely with the driver arms in the up and down position.